Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead remains in use. There have been no patient complications reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead remains in use. It was later reported the lv lead had high threshold which could only achieve capture at 8 volts at 1.2 milliseconds. The lv lead was capped and replaced. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.